Event description:
It was reported that the iab was inserted in 2004. Two days later, blood was observed in the helium tubing. Because of this, the iab was removed. A re-insertion was not indicated. There were no associated pt complications.